Event description:
It was reported that there were fine thread-like fibers identified in a 250ml eva bag. The occurrence date is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation filled with total parenteral nutrition. A visual inspection revealed that the bag had a very tiny string inside the bag. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.this issue is being investigated through CAPA.